Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant devices ¿ comprehensive primary mini length shoulder stem, catalog #: 113629, lot #: 882290; comprehensive reverse humeral tray with locking ring, catalog #: 115340, lot #: 094220; comprehensive reverse e1 humeral bearing, catalog #: ep-115394, lot #: 803050; comprehensive reverse glenosphere, catalog #: 115310, lot #: 239010; comprehensive reverse glenosphere baseplate, catalog #: 115330, lot #: 849360, comprehensive reverse 6.5mm x 35mm central screw, catalog #: 115383, lot #: 228300, fixed locking screw 4.75mm x 20mm, catalog #: 180501, lot #: 536070; fixed locking screw 4.75mm x 15mm, catalog #: 180500 lot #: 363640; fixed locking screw 4.75mm x 25mm, catalog #: 180502 lot #: 419100. Customer has indicated that the device will not be returned to zimmer biomet, as the device remains implanted. Once the investigation is complete, a follow-up MDR will be submitted. This report is number 9 of 10 mdrs filed for the same patient (reference 0001825034-2017-03033, 0001825034-2017-03034, 0001825034-2017-03035, 0001825034-2017-03036, 0001825034-2017-03038, 0001825034-2017-03040, 0001825034-2017-03041, 0001825034-2017-03042, 0001825034-2017-03043, 0001825034-2017-03044).

Event description:
It was reported that the patient developed shoulder and arm soreness one year following shoulder arthroplasty. Additionally, the patient was prescribed ultracets to treat right anterior deltoid pain five years following shoulder arthroplasty. No additional patient consequences were reported and no additional treatment or revision is planned at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided op notes and xrays. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Mmi assessment of imaging: comprehensive reverse total shoulder system arthroplasty is present. The metaglene has a relatively high placement within the scapula. The glenosphere component was placed with inferior offset but does not grossly overhang the inferior native glenoid. Radiolucency at the baseplate peg and inferior screw suggest loosening of the metaglene. Radiolucency is also present at inferior baseplate-bone interface which may be due to loosening versus incomplete seating against the native glenoid at the time of surgery. The long central glenoid screw breaches the superior cortex of the scapula in vicinity of suprascapular notch. The long axis of this screw and the long axis of the metaglene peg differ with cranial angulation of the screw. The tray of the humeral component notably overhangs the native proximal humerus posteriorly and inferiorly. Grade 1 scapular notching involving the inferior scapular pillar is present. Small ossifications project over the axillary pouch anteriorly and posteriorly. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.